Event description:
It was reported by the customer that the foam was falling off and there had been some needle stick incidents in association with this product problem. The incident investigation revealed that only one or two needle sticks actually occurred in which the needle punctured the glove and did not cause any significant injury. There was no significant blood contact and no one had any blood work. Treatment or follow-up.